Manufacturer narrative:
Qn#: (B)(4). It is reported that the doctor, who was the head of the incident, made the statement that the device did not contribute to the death of the patient.

Event description:
It was reported the patient was a (B)(6), in cardiac arrest with a pericardial tamponade. There was a pericardial puncture with a cvc kit. During the puncture, the needle broke at the level of the junction between the base/needle. The needle remained in the patient. Another cvc was inserted. Clinical consequences: there was a waste of time while the patient was in a situation of cardiac arrest. The patient died because of its condition before the incident.

Manufacturer narrative:
(B)(4). The customer returned one needle hub for evaluation. The needle cannula was broken adjacent to the hub. The protruding cannula was oblong, appearing to have been pinched. No issues were identified with the hub. The remainder of the cannula was not returned for evaluation. A device history record review was performed and no relevant findings were identified. The customer reported issue of the introducer needle separating in use was confirmed during the complaint investigation. The customer returned one needle hub for evaluation. The needle cannula was broken adjacent to the hub. The cannula was oblong, appearing to have been pinched. No issues were identified with the hub. The remainder of the cannula was not returned for evaluation. A device history record review was performed and no relevant findings were identified. The probable cause of this issue could not be determined based on the information and sample provided. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the patient was a 59-year-old, in cardiac arrest with a pericardial tamponade. There was a pericardial puncture with a cvc kit. During the puncture, the needle broke at the level of the junction between the base/needle. The needle remained in the patient. Another cvc was inserted. Clinical consequences: there was a waste of time while the patient was in a situation of cardiac arrest. The patient died because of its condition before the incident.